Event description:
Stryker pivot nano tack suture anchor lost 1 coagulating head during utilization. Stryker pivot nano tack suture anchor lost 1 coagulating head in pt's wound, unable to retrieve despite seen on x-ray.